Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while at room temperature. The customer¿s blood glucose (bg) level was elevated (600 mg/dl) and was addressed by administering manual injections. It was indicated that the customer would use a back-up pump as alternate insulin therapy until replacement arrives.